Manufacturer narrative:
Continuation of d10: product ID nv unk flex (unknown); product type: ; implant date n/a; explant date n/a product ID unk-nv-fg15 (unknown); product type: ; implant date n/a; explant date n/a citation: bao, l., lu, y., he, s., zhang, y.. Comparison of lattice flow diverter and pipeline embolization device in unruptured intracranial aneurysms: a real-world, propensity score matching study. Clinical research 2025. Doi: 10.1227/neu.0000000000003788 earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding comparison of lattice flow diverter and pipeline embolization device in unruptured intracranial aneurysms: a real-world, propensity score matching study. Multiple manufacturer's devices were implanted in the study population. The following medtronic devices were used: pipeline embolization device flex (ped flex), phenom 27 microcatheter. Among all patients adverse events / device product performance issues included: device related challenges included 8 cases of stent reapposition, 6 cases of poor wall apposition despite repeated microwire manipulation or balloon assistance), and 5 cases of stent shortening or migration. No further information was provided pertaining to medtronic products.